Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and underweight. A visual and microscopic analysis was performed which identified: broken and opening sharp, non-penetrating nicks, missing shell (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken and opening device assessed as a surgical impact opening. Missing shell assessed as inconclusive

Event description:
Healthcare professional additionally reported "discreate mass or cyst" and "small right axillary lymph nodes."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "patient's concern with the product." Device has been explanted.